Event description:
It is reported that when the pt originally had the sternum closed following bilateral lung transplant approximately one yr ago with 8 screws and a metal plate. Approximately 7 months ago, pt returned when screws were found to be loose. A steinmann pin and k-wire were used to close the wound when the screws and plate were removed in 2009. Pt returned about a week before this event with pain in the lower abdomen and pelvis. Abdominal x-ray and CT showed a metallic foreign body 12.5 cm long by 3 mm in diameter projecting into the pelvis. Surgery was performed in 2009, and found to be the steinmann pin. It was found adjacent to the bladder and small intestine. No body part had been perforated. At this point, no additional sternal closure was done. The k-wire is still in place. At the time, the pin was originally inserted, it was apparently cut to shorten the length.

Manufacturer narrative:
Eval summary: no item or lot # could be determined as the item was cut to fit into the pt. There was no info provided on how the surgeon inserted the pin and what kind of loads may have been applied to the implant causing it to dislodge. Based on the available info a definitive root cause cannot be ascertained at this time. Evaluation: review of the device history records was also not possible as the lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.